Manufacturer narrative:
The pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. The customer refilled and reused the cartridge to resolve the issue. Tandem technical support educated customer regarding cartridge labeling. Additionally, the pump indicated a data log corruption. Customer's blood glucose was 88 mg/dl. The customer continued using the pump for insulin therapy.